Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device would not hold the smallest k-wire, was making a grinding noise, would not run true and vibrated when it moved, the slid sleeve was corroded and the outer bearing was stuck inside. Therefore, the reported condition was confirmed. It was further determined that the device failed pre-tests for check self-holding, check for untrue running and check gripping power and function. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a veterinary stifle surgical procedure, it was observed that the quick coupling device made a grinding sound. There were no delays to the surgical procedure. It was unknown if a spare device was available for use; however, it was reported that the same device was used to complete the procedure. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.